Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product is not returnable.

Event description:
Consumer called and stated that when using the toothbrush, the handle became extremely hot and he/she had to drop the handle; it was sizzling and smoking, the product was cooked and burning. No injury was reported.